Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated continued issues with fixed bladder neck position urethral stricture disease with significant scarring and recurrent urinary retention/dysfunctional bladder that required daily self-intermittent catheterization.